Manufacturer narrative:
Device evaluation was completed on 5-nov-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the vizigo¿ sheath was broken. The vizigo¿ was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection, and irrigation test evaluation of the returned device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the hemostatic valve of the vizigo sheath. Catheter was tested with a syringe, and it was irrigating correctly. No malfunction was observed. A device history record (DHR) was performed for the finished device 50000005 number, and no internal action was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. No damages were observed during the visual test. There may have been other circumstances or issues that occurred during the use of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve on the vizigo¿ sheath was broken. The vizigo¿ was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).